Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) indicated that they reused single-use supplies. The hp was connected in fill 5 of 5 when they called for troubleshooting assistance for the unrelated alarm. During the call, the hp stated that the heater bag had become disconnected back during the prime and the hp reconnected the bag. The technical service representative (tsr) instructed the hp to end the therapy. There was no patient injury or adverse event associated with this report.